Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter broke off from the catheter balloon and remained inside patient. Tubing was found laying on floor, next to patients bed. Catheter separated at the balloon and patient was transported to a larger facility. Reported to vendor representative. Any medical intervention is unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Corrections: b, h. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter broke off from the catheter balloon. Remained inside patient. Tubing was found laying on floor, next to patients bed. Catheter separated at the balloon and patient was transported to a larger facility. Reported to vendor representative. Per follow up response received on 20nov2020, the piece was removed from the patient. The removal was done by cystoscope. The catheter was placed on (B)(6) 2020 and tubing discovered lying on floor on (B)(6) 2020.